Manufacturer narrative:
Corrected.

Event description:
Customer reported that the unit has blower temperature high alarm. There was no patient involvement.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
Customer reported that the unit has blower temperature high alarm.the device was in clinical use at the time the reported issue was discovered, however there was no harm to the patient or user.